Event description:
Litigation papers allege the patient has suffered pain, metallosis, and excessive levels of chromium and cobalt. Plaintiffs preliminary disclosure (ppd) with operative report indicated a small crack was noted in the calcar when broaching during implant surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.